Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, its anchor break during insertion. This was detected during a lateral collateral ligament repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-2324pslc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -visual inspection of the suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, identified that the anchor was broken off at the base of the anchor. -functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, prying/leveraging and/or excessive force used on the device during insertion.